Manufacturer narrative:
The device remains implanted and will not be returned to medtronic. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the post balloon aortic valvuloplasty (bav) caused the valve to dislodge into the ascending aorta. The valve remained implanted and another transcatheter bioprosthetic valve was implanted valve-in-valve in the correct annular position. There were no adverse patient effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.